Event description:
As stated by the customer 2011-11-17: cracked chassis due to faulty pcb. Quotation created.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.